Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult or delayed activation in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report difficult deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. The second cds was advanced to the mitral valve, but during clip deployment, the clip had difficulty detaching from the cds. Troubleshooting was performed and ultimately deployed. A second clip was implanted successfully. Two clips implanted reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.